Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was peformed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no add'l complaints have been recorded for the pertinent lot. A february 2007 15-month ultratome xl complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The november, january and february data points are at or has exceeded their complaint alert limits; these data points are under investigation to determine the next step.

Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangeoprancreatography using an ultratrome rx on a 60 year-old male, "the wire of the sphintertome broke" while the physian was cutting the papilla. The physician did not complete the procedure as another same device was not available. The patient's condition was reported as "good".